Manufacturer narrative:
Reportability changed based on investigation findings. Device history review: part: 352.040, lot: 2138919, manufacturing site: (B)(4), release to warehouse date: 11. May 2005. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary: the visual inspection has shown that the prongs which hold the reamer are deformed and bent inward. Due to this deformation the reamer head does not stay in position anymore after it is clipped onto the shaft, the primary connection without the mandatory reaming rod is not stable anymore. Therefore the complaint is rated as confirmed. The damage has finally no influence on the secure connection as the rod would push the prongs into position. In general is the device is a very used condition, the shaft has clearly visible stress marks all over and the hexagon of the reamer- and the machine coupling have strong wear marks, the part number is totally worn away and not readable anymore. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, a synream flexible shaft did not retain an unknown reamer head securely. It was unknown if there was surgical delay. Surgical procedure and patient outcome were unknown. Concomitant device reported: unknown reamer heads (part# unknown, lot# unknown, quantity unknown). This is report 1 of 1 for (B)(4).